Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during visual inspection of the pump, it was observed that there was no physical damage found on the keypad but the keypad was inoperable during testing. The keypad was removed to inspect under the contacts and no contamination was found under the contact buttons. The pump was opened and there was moisture observed on the keypad flex connector. The initial complaint was confirmed during investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.